Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: a pharmacist reported about a customer who experienced adverse skin irritation on (B)(6) 2019 while wearing the adc freestyle libre sensor. Customer experienced symptoms of red circular rash at the sensor insertion site that resolved upon removal of the sensor. There was no report of third-party medical treatment or intervention.